Event description:
The complainant reported that the clinicians were performing a therapeutic stent implant using a wallstent biliary stent w/ unistep plus in the common bileduct of a male patient (age, gender and weight unknown). During this procedure the clear hub separated from the blue sheath. The clinicians then obtained another device of the same device and successfully completed the patient procedure. The complainant indicated that there was no adverse affect on the patient as a result of the reported problem, and the patient's condition was reported as "fine".

Manufacturer narrative:
The device was returned for evaluation. The inspection of the returned device found that the t-bar was securely attached to the outer sheath; however, visual examination found that the tip of he device was curved in appearance and that the tip was withdrawn into the outer sheath. Examination of the deployed stent noted that the distal stent wires were damaged and uncrossed. This customer complaint condition could not be confirmed. We are not able at this time to determine the relationship between this device and the cause for this event. A review of the device history record for the pertinent lot was performed, no anomalies were noted.